Manufacturer narrative:
The disassembled lens case, part of the lens and a used company cartridge were returned. Only half of the lens was found. Viscoelastic was observed on the lens portion. The lens had been cut in half across the center. The lens was cleaned with klrp. Scratches were observed along with the cut damage. It cannot be determined if this was the reported damage or if it occurred during the removal. The used company cartridge was evaluated. There did not appear to be adequate viscoelastic in the cartridge. The tip had heavy stress. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified cartridge was returned with the lens. The handpiece and viscoelastic used were not provided. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported scratch could not be determined. Only half of the lens was returned. The lens had been cut in half across the center. Scratches were observed along with the cut damage. It cannot be determined if the scratches were the reported damage or if the scratches occurred during the removal. The company cartridge was evaluated. There did not appear to be adequate viscoelastic in the cartridge. The tip had heavy stress. Top coat dye stain testing was conducted with acceptable results. The heavy tip stress may indicate the lens and/or plunger were not is appropriate positions for advancement. The IFU (instructions for use) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device( ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure scratch observed on lens, lens was explanted during initial procedure.there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).